Event description:
The user facility reported that during dialysis treatment, a pt reaction occurred on the first use of a dialyzer. The pt experienced abdominal and lower back pain. The treatment was temporarily stopped and the blood in the circuit was returned to the pt. The pt was treated with benadryl and oxygen and symptoms disappeared. The dialyzer unit was changed out for another unit and dialysis was completed. The user facility reported that no pt complications resulted from this event.